Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the initial procedure on (B)(6) 2014 was to treat a de novo lesion that was 100% stenosed located in the first diagonal artery. The patient had asymptomatic ischemia. Pre-dilatation was performed prior to stenting with a 2.25 x 18 mm xience prime stent, after which post-dilatation was performed. Intravascular ultrasound (ivus) was performed after stent deployment and the stent was confirmed to be fully apposed to the vessel wall. The final outcome for the patient was good. On (B)(6) 2015, in-stent restenosis of the implanted xience prime had developed. The patient was not experiencing any symptoms. The restenosis was confirmed using radioisotope. On (B)(6) 2015 target lesion revascularization was performed with a drug eluting balloon and the event resolved. No additional information was provided.